Manufacturer narrative:
One used list #cl2000s, chemolock injector (lot #unknown), one used bd alaris pump set, one used blood set (unknown manufacturer), one used list #unknown chemolock bag spike adaptor (lot #unknown) were received and visually inspected. As received, the returned devices were securely connected. The spin feature of the chemolock injector was returned activated and spinning freely. No spline damage or shear tab anomalies were identified. No visible damage or anomalies on any of the returned samples were seen. The chemolock injector was functionally tested and found to meet product performance specifications. The reported complaint of leakage could not be replicated or confirmed. A device history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a chemolock¿ where an unspecified chemo leak was noted around the chemolock spinner and the end of the primary infusion set. It was reported that the chemo came in contact with the patient and the patient changed clothes into scrubs. The chemolock and medication was replaced, and therapy was resumed. The chemo spill was cleaned up per facility protocol. There was no blood loss or bleed back reported and no hole, cut, tears or any defect was noted. There was patient involvement and no report of adverse event.